Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and juice was consumed to address bg. Customer did not know cause of low bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.